Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 3000 mcg/ml fentanyl at a dose of 1746 mcg/day via an implantable pump for spinal pain. It was reported that at the last refill the drug was changed from dilaudid to fentanyl, but the dosing unit for fentanyl was entered in mg not mcg. There was no problem to the patient as the same dose was delivered. The hcp updated the dosing unit to mcg. There were no symptoms reported. The event date was (B)(6) 2017. It was stated that the patient did not intend to follow-up with any hcp. There were no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.